Manufacturer narrative:
(B)(4). Device is available for evaluation. A followup MDR will be submitted when additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition was confirmed during sample evaluation. The sample arrived out of the pouch. Visual inspection showed that there was a small piece of burned plastic on the inner wall of the tubing approximately 3/32 in length. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
A hospital employee detected a smear inside the set tubing before patient use. There was no patient injury. The actual sample is available for evaluation.